Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons and failed to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c4 from the digital pcb assembly. The capacitor caused 875ua of off-current, which depleted the internal hlc batteries of the device. The customer received a replacement device.